Event description:
Device issue: premature, partially exposed stent. Time of device issue: unpacking the device. Adverse event: none. It was reported that during unpackaging of the device, the stent was noted to be prematurely partially exposed. After an unsuccessful attempt to resheath the stent, the device was not used. There was no patient involvement. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.